Manufacturer narrative:
Qn# (B)(4). Teleflex contacted the reporter and obtained the following additional information: confirmed cause of death per patient record was mi. Patient was dnr and removed from life support. States no indication the device issue reported caused or contributed to the patient outcome. The device has been received by the manufacturer for evaluation. However the evaluation of said device is still in progress at the time of this report.

Event description:
Customer complaint states: "two hours post intubation tube was exchanged due to cuff leak". It was reported that the patient was deceased.

Event description:
Customer complaint states: "two hours post intubation tube was exchanged due to cuff leak". It was reported that the patient was deceased.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit v5-10316 et tube,hvt,8.0,nova plus for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube leaked from a hole at the proximal end of the balloon cuff. No other defects or anomalies were observed. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubati on. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff will not stay inflated" was confirmed based upon the sample received. The returned et tube was found to have a hole at the proximal end of the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that unintentional user error caused or contributed to this event.